Event description:
On 02/08/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/15/2024. The results are below: the event log was reviewed, and there are no lines that indicate an abrupt power off took place. During functional testing, the reported problem was not duplicated. An 100 ml infusion ran until completion without an abrupt power off taking place. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.